Event description:
Summary of programs and processes encountered with 7450 seriesv2 mask¿ oro-nasal reusable face mask: sterilization: the masks are subjected to steam sterilization (pre-vacuum) following the guidelines provided in the instructions for use (IFU), using recommended sterilization cycles. The steris prolystica 2x concentrate enzymatic presoak and cleaner is used during the precleaning phase, followed by steam sterilization in accordance with the IFU. There are two manufacturers supplying IFU's: the original manufacturer hans rudolph, inc. And vyaire medical (third party with cleaning claims on IFU) decontamination: the masks undergo cleaning in the decontamination area of the sterile processing department (spd), where they are manually cleaned, inspected, and dried for sterilization. Staff adherence to cleaning protocols has been monitored to ensure compliance with the IFU. Inspection and monitoring: after cleaning and sterilization, the masks are inspected for any signs of degradation, discoloration, or other damage. During recent inspections, discoloration was observed on the interior of some masks, and deterioration of the clear structural braces and headgear straps was noted. -upon further inspection and pat-drying with a lint-free towel, crystallized portions of the clear structural braces and headgear straps of mask were found to be crumbling, which suggests potential degradation of the mask material due to the use of steris prolystica 2x concentrate enzymatic presoak and cleaner, which is labeled for use. Discoloration and degradation issues: the cause of the dark discoloration observed on the interior of the mask remains unknown. The clear structural braces and headgear straps are showing signs of chemical degradation after exposure to the enzymatic cleaner, potentially due to the interaction with the steris prolystica 2x concentrate enzymatic presoak and cleaner. The chalky residue found on certain portions of the mask and the observed degradation may indicate an adverse reaction with the cleaning agent. Inventory and compliance: all sterilization and cleaning protocols are followed according to the manufacturer's IFU and training materials. Reports have been documented in one of our hospitals, no reports in our sister hospitals but users have been notified, and changes will be made to discontinue use of detergent. Request for manufacturer feedback: an inquiry has been sent to the mask manufacturer to determine if these issues are a known concern and to seek guidance on potential causes, as well as advice on how to address the degradation observed. Clear structural braces and straps degraded. Reference reports: mw5167576, mw5167577, mw5167578.